Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the malfunction was caused by failure of the igniter. Olympus will continue to monitor the field performance of this device.

Event description:
The user facility returned the olympus evis exera iii xenon light source to the service center. During a standard inspection and estimation of a customer returned asset, it was observed that the igniter failed. The customer did not report any problem associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a faulty igniter and minor cosmetic damage to the device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.